Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedance on the left lead. No anomaly was seen on the x-ray. Surgical intervention took place wherein the lead and extension were explanted and replaced to address the issue. Reportedly, diagnostics showed normal impedances post op.

Event description:
Additional information received indicates that patient has effective therapy post op.

Manufacturer narrative:
The report event of high impedances was not confirmed. As received, the continuity testing showed the returned both end segments of lead passed isolation resistant testing. The cause of the reported event remains unknown.